Event description:
Patient identifier:(B)(6). Date of event: (B)(6) 2011. According to the information received, an end user reported a catheter that felt sharp upon use. After the incident the user reported an infection that resulted in treatment with antibiotics.

Manufacturer narrative:
Product was returned for testing. A friction test was performed and the catheters were found to be within specification. Based upon the performance testing of the returned product, this event cannot be confirmed as reported.